Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump was found to be operating within required specifications and delivering insulin accurately. A review of the pump history from (B)(6) 2010 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no insulin delivery issues. A review of the pump's alarm history indicated a motor rewind error had occurred which could not be duplicated during testing. There were no insulin delivery defects found during testing; the complaint could not be confirmed or duplicated.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed with no damage or defects were noted. The cartridge was found to pass a fill and force test. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The distributor reported that the patient woke up with elevated blood glucose and ketones at night after she changed her infusion set and cartridge earlier that day. After she woke up with ketones and elevated blood glucose, she replaced her cartridge and infusion set again and the pump emitted a call service alarm.